Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, an episodes of noise was observed on the ventricular channel. The noise was correctly detected and hv therapy was inhibited. The physician was not able to reproduce the noise. Myopotential was suspected. The patient received no adverse consequences and scheduled for another follow up.